Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) and delaminated upstream occlusion (uso) seals. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal.

Event description:
It was reported that there was a damaged downstream occlusion (dso) seal, and a software upgrade was required. Additionally, there was a slight clicking noise when fully opening and then closing the latch. The event occurred during testing, and there was no patient involvement.